Manufacturer narrative:
Outcome contributed adverse event.: death: date of patients death is unknown. Device manufacture date: unknown as the batch/lot # was not provided.

Event description:
It was reported post procedure, that the "patient suffered a hemorrhagic stroke related to reperfusion of ischemic cortex". The patient underwent emergency computed tomography angiography (cta) and a computed tomography (CT), which revealed a large hemorrhage in the left middle cerebral artery (mca) "territory". The patient became non responsive, appeared pale in color, and was extending in all four extremities. The patient was intubated and given protamine to reverse the heparin given. "After the patient was intubated, the patient was found to be completely flaccid, but with brainstem reflexes, corneal and gag present, her blood pressure was noted to rise, for which nicardipine was started, but shortly there after, she was again requiring neo-synephrine to maintain her blood pressures." The patient's condition was declining and per the family's wishes, patients care was withdrawn. The patient was reported to expire, however, the date of death was not reported.